Event description:
The cardiologist wrote in his consultation note: "this (patient) has reached elective replacement indicator and needs generator replaced. Since the (patient) has a chronic problem of t-wave oversensing from the right ventricular lead, this lead will be extracted and a new lead inserted." The patient had the riata lead extracted using excimer laser technology. Note from the operative report: "using a 16-french excimer laser, we were able to remove this lead in its entirety without any damage or injury. The entire lead was removed. Examination of this lead did show evidence of some externalized conductors... The patient returned to the post-anesthesia care unit (pacu) in satisfactory condition having tolerated the procedure well."